Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 43.1 months of service. A different model guidant crt-d was implanted without reported complication. The explanted device will be returned to guidant where it will be analyzed for premature battery depletion. In addition, as this device is included in a field advisory, the device will be evaluated for arcing damage in the header.